Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9106906. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tubing was damaged. This was discovered during use. The following information was provided by the initial reporter: in the morning of the first day, the extension tubing was closed by pinch clamp after the infusion in the afternoon. In the next morning, when performing the flushing operation to closing the tubing after the normal use, found that the extension tubing was damaged and blood leakage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tubing was damaged. This was discovered during use. The following information was provided by the initial reporter: in the morning of the first day, the extension tubing was closed by pinch clamp after the infusion in the afternoon. In the next morning, when performing the flushing operation to closing the tubing after the normal use, found that the extension tubing was damaged and blood leakage.